Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: requested, unknown. The details of the sample's actual condition were unable to be determine as it was not available for evaluation. The retention samples were visually inspected and confirmed to be free of any damages or molding-related defects that could lead to the complaint. There was no issued nonconformity report related to human error during lot production. There are no nonconformities in the assembled needle lot supplied during lot production. Our molding machine and needle assembly machine run under validated parameters using an automated machine. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Before proceeding to the next process, the hub, cannula, and collar are pressed into the protector, wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula, and sheath wings-collar which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. An initial product inspection check (ipic) is being performed during the molding process during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects on the hub, sheath, and collar that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the product is in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products, where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, we have an outgoing inspection to check the overall condition of the product. Our needles comply with iso 80369-7, wherein they pass the dimensional and functional performance requirements. The product's instructions for use (IFU) provides detailed instructions for using the sg3 safety needle device, including warnings and precautions. Step 1 of the instruction for use for sg3 safety needle indicates tightening of the syringe to the needle before use. The hub, collar, and sheath are manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. From the previous two fiscal years to the present, we have received a total of twenty (20) complaints for the same issues. However, this is the first time that the needlesticks occurred when the needle loosened from the syringe during activation. The cause of these complaints was not identified as being related to our product or the manufacturing process. Retention samples of 19g were simulated. The samples were activated using three methods: finger, thumb, and hard surface activation. The safety sheath was successfully activated on the samples; no detachment of the hub from the syringe, and no irregularities or bending of the cannula were encountered. The cannula was captured under the sheath tooth. The root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed that no related issues were encountered during the production of the reported lot. Our needles comply with iso 80369-7 wherein it passes the functional and performance requirements. Also, we have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that during the process of closing the safety mechanism, the needle detached from the syringe and penetrated the provider's finger. The provider had completed the injection to the patient prior to the incident.